Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture", "discomfort", and "disformed implant". Later healthcare professional reported " capsular contracture baker grade iii" and "pain". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2026 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "discomfort", and "disformed implant". This record is for the left side. Device remains implanted.